Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed (B)(6) and subsequently died. The cause of death was reported as endocarditis secondary to aicd (automatic implantable cardioverter-defibrillator).